Manufacturer narrative:
Date sent to the FDA: 11/20/2020. Additional h-3 summary: an opened box with thirty-seven unopened samples of product code 8735h lot # qabcqu were received for evaluation. During the visual inspection of unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The device performed without any defect noted and the actual complaint sample was not returned for analysis a manufacturing record evaluation was performed for the finished device other lot number qabcqu, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pjb863, 8735h56 and no non-conformances were identified. Additional information was requested and the following was obtained: product code? Ethicon suture model prolene bv 175-6 lot # pjb863, exp _ 07/31/2024. Was procedure completed successfully? Yes. Any patient consequence/ae outcome as a result of the event report? No harm reported. Were there any unexpected outcomes or complications as a result of the event report? No. Was the patient treatment altered in anyway ? Required additional suturing. Please clarify, event report mentions - "serious injury" and "intervention", what did you mean by that? Ethicon rep picked up the stock of the sutures of this lot to prevent other complications. Patient current condition? Discharged home (B)(6) 2020. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.¿to date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many sutures broke during this patient event?

Event description:
It was reported via user facility medwatch form # mw 5092698 that the patient underwent bypass surgery on an unknown date and suture was used. The surgeon attempted to suture on the mammary artery during by-pass surgery. The suture broke with little or no tactile tension applied to it and while attempting to tie knots. The procedure was completed successfully. The patient was discharged home on (B)(6) 2020. There was no patient harm reported and no adverse patient consequences reported.